Event description:
Reporter indicated a vns patient was having breakthrough seizures that were attributed to the patient not being able to tolerate vns stimulation at a therapeutic level due to coughing. It is unknown if the breakthrough seizures are above pre-vns baseline seizure levels. A battery estimate performed yielded approximately 4.94 years of life remaining on the generator. Attempts to the reporter for additional information are in progress.